Event description:
Home patient reports pain in her shoulders and abdomen, consistent with excess air, during automated peritoneal dialysis treatment. Home patient realized she had left clamp closed on pt line of homechoice set and not fully primed pt line and 12 ft extension set at beginning of treatment. Home patient states excess air dissipated within a couple of days and no medical intervention was necessary.